Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited undersensing in the atrial channel. Programming changes on the sensitivity was performed. The patient was in stable condition.